Manufacturer narrative:
The following patient identifiers are related to each other: (B)(6) (model number enf-vh - rhino-laryngo videoscope: serial number (B)(4)), (B)(6) (model enf-v3 - rhino-laryngo videoscope : serial number (B)(4)), (B)(6) - model gif-n180 - evis exera ii gastrointestinal videoscope : serial number (B)(4)) and (B)(6) (model oer-elite - endoscope reprocessor). When speaking to the olympus endoscopy support specialist (ess), the reprocessing technicians explained this was occurring because the scopes were just ¿expired¿ scopes that needed to rerun and were ¿clean.¿ it was further explained that at this time, there was not a way to scan enf scopes into the elite for the reprocessor to run, which was why the enf scopes were with the gif scope. The endoscopy support specialist (ess) instructed the reprocessing technicians that it was against the elite¿s instructions for use (IFU) to reprocess three (3) scopes at once. Additionally, enf scopes are not compatible to run in the oer-elite with gif scopes. A quote was made for the radio-frequency identification (rfid) tags to be made for the scopes to run in the elite by themselves. Ess relayed this information to the management at the user facility. The ess ensured the scopes that were placed in the elite were re-high-level disinfected (hld) properly. The customer has a back up plan until the rfid tags come in to hld soak in cidex. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that while performing reprocessing training on the tjf-q190v scope, the ess observed that the customer site was washing three (3) scopes (enf-vh, enf-v3 and gif-n180) in the oer-elite instead of the recommended two (2). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user did not read the instruction manual careful and lacked understanding of the compatible number and combination of devices. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿6.6 loading of endoscopes and accessories oer-elite can reprocess up to two endoscopes at one time. For details on combinations of endoscopes that can be reprocessed simultaneously, refer to ¿list of compatible endoscopes/connecting tubes ¿. Before placing endoscopes and accessories, thoroughly review the worst case load condition of endoscopes and accessories instructed in section 6.4, ¿worst case load condition of endoscopes and accessories¿, and confirm that your endoscopes and accessories do not exceed the worst case load condition. Warning ·do not attempt to reprocess an endoscope that is not designated for use with the reprocessor. Do not reprocess two endoscopes that should not be reprocessed simultaneously with each other. Doing so will prevent the reprocessor from functioning properly and may endanger the safety of the patient and operator. In this case, the durability of the reprocessor and its ancillary equipment cannot be guaranteed. Important information ¿ please read before use equipment compatibility use the oer-elite in combination with ancillary equipment listed in ¿system chart¿ on page 673. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Olympus has not tested the efficacy of reprocessing on the oer-elite in combination with endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes ¿. If using endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes¿, reprocessing of endoscopes may be insufficient. Endoscopes that cannot be reprocessed simultaneously the endoscopes listed in this chart must not be reprocessed in combination with any other endoscope. If these endoscopes are reprocessed in combination with another endoscope, the efficacy of cleaning and disinfection may be insufficient. Be sure to individually reprocess these endoscopes. Endoscopes listed in group 1 must not be reprocessed in combination with endoscopes listed in group 2. These combinations may limit the effectiveness of reprocessing. If you have any questions about any combination of endoscopes, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.